Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra meter is giving an error 4 message. This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with self-adjusting insulin per the lfs meter reading. The error 4 message began two weeks ago. After the product issue began, the patient reportedly was unable to obtain his blood glucose reading to adjust his insulin accordingly. The patient allegedly took his usual insulin (45 units of novolin 70/30 in the morning, 35 units of novolin 70/30 in the nighttime) despite the product issue. Reportedly, two weeks later, the patient developed symptoms of feeling dizzy and frequent urination. The patient denied receiving any medical intervention as a result of the product issue. According to the troubleshooting performed with customer service, the testing process was incorrect, the test strips were either been open longer than the discard date, expired, or stored improperly, and the error 4 message was resolved with training. This complaint is being reported because the patient claimed that he had symptoms that can be associated with hyperglycemia after the patient was unable to obtain his blood glucose reading due to the error 4 message. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.